Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (251 mg/dl) and a bolus of insulin was delivered to address the bg level. The customer did not know what was causing the high bg level. A pump system check was performed and the time on the pump was found to be incorrect. Tandem technical support assisted the customer with adjusting the time.